Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections h6 (type of investigation, investigation findings, & investigation conclusions) and h10 (related report numbers). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: during the acceptance process of goods on december 12, 2024, it was found that many disposable sterile insulin syringes from the same batch had damaged packaging. The customer immediately contacted the supplier and refused to accept the disposable sterile insulin syringes. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: material code is 328421. No sample, no customer response is needed. Sample availability: yes. Sample availability details: picture/video only.